Event description:
The account reported that the bed exit alarm will sound at the nurse's station but not at the bed. The bed was located in the repair area at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account did not perform a failure analysis but did find the cause to be the power control module power control board assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. The account replaced the power control module power control board assembly to resolve the issue. Based on this information, no further action is required.